Event description:
During an unknown procedure, device cut but only partially stapled. The staples were not closed properly and didnot hold. There was no pt consequence.

Manufacturer narrative:
Date sent: 08/11/2005. Additional information: d4, 10; g4; h2, 3, 4, 6. Information is unavailable; device was not returned for evaluation.